Event description:
This was a routine femoral line placement, and there were no issues with placing the catheter, but when pulling out the wire, the main piece of wire came out and on the end was about 3-4 ft of superfine (hairlike) wire. Towards the end of continuously pulling out the wire there was resistance, and the risk outweighed the benefit of trying to pull further. Patient taken to ir (interventional radiology) for removal.